Event description:
It was reported that the patient underwent a posterior spinal fusion. It was reported that the set screw would not break off. When the final tighteners were used to tighten the set screw, metal flakes shed into the wound. The flakes were removed and the setscrews were removed and replaced with new screws. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.